Event description:
A caregiver reported that the customer's adc device would not power on with either button press or test strip insertion. It was reported that the customer had not been able to obtain readings "for over a month" and they received unspecified treatment from a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed and no issues were observed. Indicator lights did not flash. Reader did not power on with button depression or test strip insertion. The reader was de-cased. Visual inspection was performed and liquid contamination was observed due to liquid ingress. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader megb286-j1892 has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's adc device would not power on with either button press or test strip insertion. It was reported that the customer had not been able to obtain readings "for over a month" and they received unspecified treatment from a healthcare professional. There was no report of death or permanent injury associated with this event.